Event description:
On 09 june 2008, the following event was reported to abbott spine as a result of a clinical study. During a transforaminal lumbar interbody fusion (tlif), two level posterior fusion at l4-s1 performed in 2004, the wire broke during use and about 1 cm was retained in the sacrum. There was no immediate action taken, and there are no plans of revision surgery to remove the broken instrument at this time. The malfunction is likely to cause intervention if it were to recur.

Manufacturer narrative:
No device will be returned. This report was initiated to document an adverse event communicated from a clinical study. Evaluation pending.